Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00857.

Event description:
It was reported that two screwdrivers would not retain the mating screws during a regular inspection. There were no specific surgical or patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: the driver was not returned for evaluation, so no results are available and no conclusions can be drawn. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two screwdrivers would not retain the mating screws during a regular inspection. There were no specific surgical or patient impacts. This is report two of two for this event.